Manufacturer narrative:
In this incident, there was no report of injury to the patient. However, as a result of this malfunction, the potential for surgical intervention exists (though inadvisable per expert opinion provided by dr.) To preclude injury or illness that would necessitate medical or surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events. This event, therefore, is reportable per 21cfr part 803. Three returned files and four retained samples were visually inspected, evaluated for land-width measurements, and found to be in specification. No visual defects were observed.

Event description:
It was reported that a file separated in the canal during a procedure. The canal was filled with the separated piece in place.